Event description:
It was reported on (B)(6) 2022 by a sales representative via phone that an ar-8925ss tightrope suture snapped upon tightening. Case involvement, no patient effect.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to use error due to excessive force when tightening the suture.